Manufacturer narrative:
Insulin pump was received with a critical pump error or open book image due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error. Unable to download due to moisture damaged on electronic assembly.

Event description:
Customer¿s mother reported that the insulin pump was exposed to moisture due to swimming. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the fluid on the screen. Customer stated that they did not hear fluid when shaking the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.